Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01591.

Manufacturer narrative:
(B)(4), the reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 15 nov 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01590 and 3003898360-2023-01591.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only**

Event description:
It was reported that: 15 nov 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01591.

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01590 and 3003898360-2023-01591.